Event description:
It was reported that the pt presented with loss of ventricular capture. A lead revision was performed, however, the issue was not resolved. It was then determined that the issue may be with the pacemaker. The lead and pacemaker were both explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: analysis was normal. No anomaly was found.